Event description:
Caller reported receiving an alarm 2 followed by alarm 26. There was no adverse impact on the customer¿s blood glucose level. Customer was instructed by technical support to disconnect from the site, load a new cartridge onto the pump, and deliver a 9-unit bolus, which was completed successfully. The customer was informed that a one-time replacement pump would be provided, and instructions were given for returning the malfunctioning pump. Additionally, customer indicated they would continue using the current pump for backup insulin therapy until the replacement arrived.